Event description:
Totally failed mesh and infected. Patient has a history of a ventral hernia for which she has suffered chronic infected mesh. She has undergone multiple abdominal wall surgeries since that time.